Event description:
A pump memory error displayed. It took 30 minutes to update the pump. The session reports listed either synchromed b or synchromed ii b at the top. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).